Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of september 12, 2022, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)6). United states (B)(6). Phone: +(B)(6). The explanting physician is: dr. (B)(6). Phone: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain. E2006 -mesh extrusion. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient underwent a vaginal vault suspension and an anterior posterior repair procedure, where an uphold lite device was implanted. During the same surgery, an obtryx ii sling was placed and a cystoscopy, bilateral sacrospinous ligament fixation, and perineoplasty were also performed. On (B)(6) 2022, the patient was diagnosed with mesh extrusion and female pelvic pain. The patient also noted worsening overactive bladder symptoms and constant irritation from the exposed mesh. Preoperative cystoscopy revealed no foreign bodies in the bladder; however, the preoperative vaginoscopy revealed three areas of mesh exposure in anterior vaginal wall. A surgical procedure was performed in which prophylactic antibiotics were administered and compression boots were placed. During the procedure, the epithelium of the anterior vaginal wall was infiltrated with .25% marcaine with dilute epinephrine. Four different areas of vaginal mesh extrusion were noticed; on the left anterior vaginal wall, the areas of exposed vaginal mesh measured 1 cm x 0.5 cm and 2 cm x 1 cm. Additionally, on the right anterior vaginal wall, the areas of mesh extrusion measured 1 cm and 1 cm x 2 cm. Focusing on the left side, a tonsil clamp was used to grasp the exposed mesh. The vaginal fibromuscularis and epithelium were dissected away from the mesh while keeping the mesh on gentle traction with the tonsil clamp. Dissection was done down to the level of the sacrospinous ligament. The apical portion of the mesh was incised in the midline and excised at the level of the left sacrospinous ligament. It was noted that due to the neovascularization in the area, there was a moderate amount of bleeding. Surgi-flo with thrombin was applied to the area near the sacrospinous ligament. On the right side of the anterior wall, the mesh was grasped with a tonsil. Metzenbaum scissors were used to dissect the vaginal epithelium and the fibromuscular tissue away from the mesh. Dissection was performed down to the level of the right sacrospinous ligament. Then the right sided arm of the mesh was transected; however, there was a small amount of vaginal bleeding from neovascularization. Surgi-flo with thrombin was applied to the area. When hemostasis was obtained, the vagina was irrigated well and closed all areas of the epithelium with a 2-0 vicryl in a running locked fashion. A cystoscopy was performed, in which it was confirmed that there was no foreign body in the bladder or the urethra. A rectal exam confirmed there was no rectocele, mesh, or suture defect to rectum. Subsequently, bilateral pudendal nerve blocks were performed. A total of 10 ml of exparel were injected at the level of the sacrospinous ligament to aid with the vaginal pain. Vaginal estrogen was placed in the vagina to assist with wound healing. There were no further patient complications. Note: this manufacturer report pertains to the second of two devices implanted in the same procedure. Refer to manufacturer report number 2124215-2024-44125 for the first capio slim device, and 2124215-2024-44127 for the second capio slim device.

Manufacturer narrative:
Block h11: blocks a2 (age), b2, b5, d4 (UDI), d6b, h2, and h6 have been updated based on the additional information received on (B)(6) 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). The explanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain. E2006 -mesh extrusion. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient underwent a vaginal vault suspension and an anterior posterior repair procedure, where an uphold lite device was implanted. During the same surgery, an obtryx ii sling was placed and a cystoscopy, bilateral sacrospinous ligament fixation, and perineoplasty were also performed. On (B)(6) 2022, the patient was diagnosed with mesh extrusion and female pelvic pain. The patient also noted worsening overactive bladder symptoms and constant irritation from the exposed mesh. Preoperative cystoscopy revealed no foreign bodies in the bladder; however, the preoperative vaginoscopy revealed three areas of mesh exposure in anterior vaginal wall. A surgical procedure was performed in which prophylactic antibiotics were administered and compression boots were placed. During the procedure, the epithelium of the anterior vaginal wall was infiltrated with .25% marcaine with dilute epinephrine. Four different areas of vaginal mesh extrusion were noticed; on the left anterior vaginal wall, the areas of exposed vaginal mesh measured 1 cm x 0.5 cm and 2 cm x 1 cm. Additionally, on the right anterior vaginal wall, the areas of mesh extrusion measured 1 cm and 1 cm x 2 cm. Focusing on the left side, a tonsil clamp was used to grasp the exposed mesh. The vaginal fibromuscularis and epithelium were dissected away from the mesh while keeping the mesh on gentle traction with the tonsil clamp. Dissection was done down to the level of the sacrospinous ligament. The apical portion of the mesh was incised in the midline and excised at the level of the left sacrospinous ligament. It was noted that due to the neovascularization in the area, there was a moderate amount of bleeding. Surgi-flo with thrombin was applied to the area near the sacrospinous ligament. On the right side of the anterior wall, the mesh was grasped with a tonsil. Metzenbaum scissors were used to dissect the vaginal epithelium and the fibromuscular tissue away from the mesh. Dissection was performed down to the level of the right sacrospinous ligament. Then the right sided arm of the mesh was transected; however, there was a small amount of vaginal bleeding from neovascularization. Surgi-flo with thrombin was applied to the area. When hemostasis was obtained, the vagina was irrigated well and closed all areas of the epithelium with a 2-0 vicryl in a running locked fashion. A cystoscopy was performed, in which it was confirmed that there was no foreign body in the bladder or the urethra. A rectal exam confirmed there was no rectocele, mesh, or suture defect to rectum. Subsequently, bilateral pudendal nerve blocks were performed. A total of 10 ml of exparel were injected at the level of the sacrospinous ligament to aid with the vaginal pain. Vaginal estrogen was placed in the vagina to assist with wound healing. There were no further patient complications. On (B)(6) 2023, the patient, who underwent prior vaginal mesh removal was doing well for approximately a year but had recurrence of vaginal bleeding in the past 2 weeks, was diagnosed with vaginal granulation tissue and mesh erosion. Examination revealed no new mesh exposure but identified friable granulation tissue at two discrete areas of the vaginal apex. The patient subsequently underwent mesh excision. During the procedure, two 0.5 cm of granulation tissue approximately -6 on the anterior wall was revealed. Blue mesh was visible beneath the right-sided granulation area. Both the mesh and overlying granulation tissue, measuring approximately 1.5 cm in total, were excised. The anterior vaginal wall was closed in multiple layers. Cystoscopy then revealed normal bladder mucosa with minimal trabeculation, no erythema, and no foreign body. The ureteral orifices were symmetric with fluorescein-stained urine jets observed bilaterally. Urethroscopy was also unremarkable and negative for foreign bodies. Note: this manufacturer report pertains to the second of two devices implanted in the same procedure. Refer to manufacturer report number 2124215-2024-44125 for the uphold lite device, and 2124215-2024-44127 for obtryx ii sling device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of september 12, 2022, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). The explanting physician is: dr.(B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2330 - pelvic pain. E2006 -mesh extrusion. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient underwent a vaginal vault suspension and an anterior posterior repair procedure, where an uphold lite device was implanted. During the same surgery, an obtryx ii sling was placed and a cystoscopy, bilateral sacrospinous ligament fixation, and perineoplasty were also performed. On (B)(6) 2022, the patient was diagnosed with mesh extrusion and female pelvic pain. The patient also noted worsening overactive bladder symptoms and constant irritation from the exposed mesh. Preoperative cystoscopy revealed no foreign bodies in the bladder; however, the preoperative vaginoscopy revealed three areas of mesh exposure in anterior vaginal wall. A surgical procedure was performed in which prophylactic antibiotics were administered and compression boots were placed. During the procedure, the epithelium of the anterior vaginal wall was infiltrated with .25% marcaine with dilute epinephrine. Four different areas of vaginal mesh extrusion were noticed; on the left anterior vaginal wall, the areas of exposed vaginal mesh measured 1 cm x 0.5 cm and 2 cm x 1 cm. Additionally, on the right anterior vaginal wall, the areas of mesh extrusion measured 1 cm and 1 cm x 2 cm. Focusing on the left side, a tonsil clamp was used to grasp the exposed mesh. The vaginal fibromuscularis and epithelium were dissected away from the mesh while keeping the mesh on gentle traction with the tonsil clamp. Dissection was done down to the level of the sacrospinous ligament. The apical portion of the mesh was incised in the midline and excised at the level of the left sacrospinous ligament. It was noted that due to the neovascularization in the area, there was a moderate amount of bleeding. Surgi-flo with thrombin was applied to the area near the sacrospinous ligament. On the right side of the anterior wall, the mesh was grasped with a tonsil. Metzenbaum scissors were used to dissect the vaginal epithelium and the fibromuscular tissue away from the mesh. Dissection was performed down to the level of the right sacrospinous ligament. Then the right sided arm of the mesh was transected; however, there was a small amount of vaginal bleeding from neovascularization. Surgi-flo with thrombin was applied to the area. When hemostasis was obtained, the vagina was irrigated well and closed all areas of the epithelium with a 2-0 vicryl in a running locked fashion. A cystoscopy was performed, in which it was confirmed that there was no foreign body in the bladder or the urethra. A rectal exam confirmed there was no rectocele, mesh, or suture defect to rectum. Subsequently, bilateral pudendal nerve blocks were performed. A total of 10 ml of exparel were injected at the level of the sacrospinous ligament to aid with the vaginal pain. Vaginal estrogen was placed in the vagina to assist with wound healing. There were no further patient complications. Note: this manufacturer report pertains to the second of two devices implanted in the same procedure. Refer to manufacturer report number: 2124215-2024-44125 for the uphold lite device, and 2124215-2024-44127 for obtryx ii sling device.